Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The pump was not returned for investigation. Logs were returned and reviewed. During log review, multiple pump-stop alarms were confirmed in the start of the case and a trend in motor current spike was seen throughout the case. The root cause of the pump did not start issue was most likely biomaterial.

Event description:
The user facility reported 80-year-old white male patient on impella support experienced the pump stop. The device was restarted and did not have any problems since. The medical staff decided to wean off impella and shortly before planned explant, patient needed more support and pressors. Family consulted and decision made to withdraw care and patient expired. The patient expiry is not related to the alleged malfunction.

Manufacturer narrative:
(H3) the investigation into the reported "pump stop" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; logs were returned and reviewed, the root cause of the pump did not start issue was most likely biomaterial. During log review, multiple pump-stop alarms were confirmed in the start of the case and a trend in motor current spike was seen throughout the case. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿